Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical products - explor radial stem: catalog #11-210063, lot # ni. The reported event was unable to be confirmed as the lot number of device involved in the incident is unknown. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the lot number is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). The article was written by schuyler j halverson, mihir j desai and donald h lee. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. Halverson et al. "Clinical outcomes of biomet explor modular radial head arthroplasty system" journal title. 37:853-858. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It was reported in a journal article that the patient experienced wrist and elbow pain approximately 10 months post-implantation of an elbow prosthesis. No further information is available.